Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain on the sides in the lower abdomen') and device breakage ('one of the implants was in several pieces') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criteria medically significant and intervention required), fatigue ("great fatigue"), pain in extremity ("pain in the arms, legs"), generalised oedema ("swelling of certain parts of the body"), pain ("often painful body"), allergy to metals ("nickel allergy") and arthralgia ("pain in the wrists"). The patient was treated with surgery (essure removal on (B)(6)2022). Essure was removed on (B)(6)2022. At the time of the report, the abdominal pain lower, device breakage, fatigue, pain in extremity, generalised oedema, pain, allergy to metals and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, arthralgia, device breakage, fatigue, generalised oedema, pain and pain in extremity with essure. The reporter commented: permanent patient identification: (B)(6). The implants were removed on (B)(6)2022. One of the implants was in several pieces. Opening using laparotomy on an existing scar. Pain in the lower abdomen, 4 weeks off work and quite a long convalescence. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2022. The most recent information was received on 19-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain on the sides in the lower abdomen') and device breakage ('one of the implants was in several pieces') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criteria medically significant and intervention required), fatigue ("great fatigue"), pain in extremity ("pain in the arms, legs"), generalised oedema ("swelling of certain parts of the body"), pain ("often painful body"), allergy to metals ("nickel allergy") and arthralgia ("pain in the wrists"). The patient was treated with surgery (essure removal on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain lower, device breakage, fatigue, pain in extremity, generalised oedema, pain, allergy to metals and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, arthralgia, device breakage, fatigue, generalised oedema, pain and pain in extremity with essure. The reporter commented: permanent patient identification: 1030460. The implants were removed on (B)(6) 2022. One of the implants was in several pieces. Opening using laparotomy on an existing scar. Pain in the lower abdomen, 4 weeks off work and quite a long convalescence. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.